Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 94 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Upon follow up, it was determined that the customer did not obtain any back up method of therapy prior to receiving the replacement pump.